Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, the patient was pale and nauseous. Her partner took her to the hospital. The patient was treated with insulin (no information about route). The cgm was reading 60 mg/dl and the blood glucose reading was 581 mg/dl. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.